Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified multiple hardware malfunctions. The fse replaced the sample syringe and the wash syringe and tightened the loose tubing to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4) .

Event description:
The customer reported obtaining low patient results for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The sample was re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics; provided results for this patient.